Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this is an addendum to the initial emdr submitted on 20-dec-2019. This supplemental emdr was submitted to report that the patient was implanted with the bard/davol ventralight st and not with the bard/davol ventralex st patch as reported previously. Claim was made against the bard/davol ventralight st. The patient's attorney alleges surgical intervention and that the device was defective; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: b5, d1, d4, g5, g7, h2, h10. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch and a claim was made for ventralight st with an implant date of 04-oct-2017. The legal team has been notified regarding the discrepancy and the complaint will be updated when an amended claim is obtained. This complaint will report the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch and a claim was made for ventralight st with an implant date of (B)(6) 2017. The legal team has been notified regarding the discrepancy and the complaint will be updated when an amended claim is obtained. This complaint will report the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.